Event description:
It was reported that the user experienced hypoglycemia after initiating use of a new insulin pump, with a documented blood glucose low of 49 mg/dl and prior values reportedly in the 40 mg/dl range, and received troubleshooting and education on appropriate treatment to avoid overtreatment and glycemic variability. Symptoms included low blood glucose requiring carbohydrate intake. Outcomes included recovery to 79 mg/dl by the end of the call without escalation of care. Investigation included remote troubleshooting and user education regarding treatment of hypoglycemia with 15 grams of fast-acting carbohydrates followed by a fingerstick check after 15 minutes. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event resolved with standard hypoglycemia treatment and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.